Event description:
Revision due to torn sutures about 1 month following repair of an achilles tendon in an open haglund's deformity repair procedure.

Manufacturer narrative:
Company was notified of a revision surgery which was completed successfully. An investigation was performed including internal analysis of records and the surgeon's feedback. The device could not be examined as it was not provided to the company. No imaging was provided. There is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. Surgeon reported that during 2nd post op visit, cast was removed and revealed that the surgical incision had dehisced over the operated site. All strands of suture tape had torn at the same location and pattern from both distal row anchors. Anchors were reported to be in place, no pullout of distal row. No deep infection was identified. Surgeon's post-operative protocol was cast for 1 month with complete offloading. Based on surgeon's feedback the root cause of the revision surgery is likely patient non-compliance with post-operative care regime, possibly linked to having no assistance at home, which resulted in excessive loads and suture tearing, leading to revision surgery. Because the company cannot rule out the possible contribution of the device to the event, out of an abundance of caution, this event is being reported. Company continues to monitor these events as part of post market activities. Additional report from the manufacturer relating to this event is:# .